Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the physician did not go back to check the implantable cardioverter defibrillator (ICD) after implant and that their heart was pounding and it hadn't done "flip flops" like that in years. They also reported a warning sound going off continuously which was attributed to either a "blown lead" or an ICD setscrew which resulted in the patient undergoing a second procedure. The following physician confirmed that a pocket revision had taken place. The right ventricular (rv) lead connector pin was not inserted all the way into the ICD connector and the lead had exhibited noise. The pin was fully inserted. The ICD setscrew, which had not been properly tightened during the implant procedure, was secured. Adequate pacing and sensing were then observed. The ICD and rv lead remain in use, however, the patient remains convinced that the ICD is not turned on. The following physician's office attempted to contact the patient to reassure them but was unsuccessful. No further patient complications have been reported as a result of this event.